Manufacturer narrative:
(B)(4). The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the lip with juvéderm volbella® xc. Approximately a week later, patient experienced ¿bruising that looked suspicious¿ but fair capillary refill. Hcp had patient return the following day and capillary refill was ¿ok¿ at this time. A few days later patient modeling under the nose. Patient self-prescribed valtrex and amoxicillin. Hcp recommended patient to come back to the office. Hcp diagnosed an occlusion however, patient refused to have filler dissolved at that time. The following day patient returned and hcp was able to dissolve with two vials of hyalenex, warm compresses and massage with no change. Symptom status is unknown.